Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of a blank display and battery out limit from the insulin pump. The customer's blood glucose level was 225 mg/d. The customer stated that he changed his battery and received a battery out limit alarm. The customer was at work and did not have a battery with him. The customer went home and he cannot locate the battery cap. The customer stated that the display is currently blank. The customer will call back to troubleshoot.